Manufacturer narrative:
Additional information was received from the reporter stating the roller clamp in between the primary infusion and the pump was closed by mistake and it took the pump 10 minutes to alarm for the downstream occlusion. The customer biomedical technician confirmed that the roller clamp was closed and that there was a downstream occlusion. The burn patient was given propofol for induction of anesthesia. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of delayed downstream occlusion was not verified during evaluation. The reported problem 'delayed downstream occlusion' could not be evidenced through the event history log (ehl) review, and it was not duplicated during evaluation, but evaluation observed a false downstream occlusion during testing. The device was found out of specification in relation to the false downstream occlusion alarm. The ehl review also showed that flow rates were running at low rate (between 8 to 12 ml) around the report dates and the reporter stated the device took 10 minutes to alarm for downstream occlusion. Baxter operator's manual, spectrum iq infusion system with dose iq safety software 3570009 version 9, which is shipped with every spectrum iq infusion pump, states that at minimum downstream occlusion "low" rate, the time of activation of a downstream occlusion alarm can vary between 20min and 1.5hr for 0.5ml. The ehl review showed flow rates were running at low rate (between 8 to 12 ml) around the report dates. Multiple ¿downstream occlusions were observed in the log on the reported period as well. Evaluation determined the contributed cause of the experienced "false downstream occlusion alarms" to be an out of specification downstream sensor calibration reading. Evaluation calibrated the downstream sensor to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced 'burn unit: medication was given and the clamp in between the primary and the pump was closed by mistake and the alarm didn't work.' The event happened during patient use at the burn unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.